Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Discovered faulty pin connection preventing video from being recorded. Repaired connector pin. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 went to maximum output during a fluoro procedure. There was no adverse patient involvement reported.